Manufacturer narrative:
Event date: (B)(6) 2015. Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter in two pieces. The device was separated 40.5 cm from the strain relief. The fracture faces were oval as if kinked prior to separation. There were numerous kinks throughout the hypotube. The balloon was tightly folded and there was no blood or contrast in or on the unit. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 12-nov-2015. It was reported that the device was defective. A 20mm x 3.00mm nc quantum apex¿ balloon catheter was selected for use however, the device was faulty. The procedure was completed using another of the same device. No patient complications were reported. However, returned device analysis revealed hypotube break.